Event description:
The facility's biomedical engineering reported the device had turned on and started infusing channel b by itself during patient use. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, patient injury, age of patient, medication involved or the set up of the infusion device.